Event description:
"Dr implanted a 2 level reflex hybrid plate & 6 vsd screws at c5-6-7. Pt returned for 2 week post op check up and x-rays. Upon reviewing the x-rays, the dr discovered that the c5 screw has pushed through the plate and was no longer engaged in locking mechanism. The dr put the pt in a collar for a few extra weeks. He did not feel like there were any adverse consequences to the pt."